Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: it's found that blood leakage between catheter and needle hub after completed penetration.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8233347. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage at the catheter and hub junction during use. The following information was provided by the initial reporter: it's found that blood leakage between catheter and needle hub after completed penetration.